Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed for the reported lot and identified no other incidents reported for dilator cap detachment. The steerable guiding catheter (sgc) and dilator were returned. The dilator rotating hemostasis valve (rhv) cap was returned unthreaded from the rhv and loose in the packaging tray, confirming the reported cap detachment. The teflon o-ring was not returned, and likely detached from the rhv due to the tolerance stack up of the rhv and o-rings when the rhv cap was detached. The results of the returned device analysis indicated that the dilator functioned as intended once the cap was reattached to the rhv. Potential causes for detachment of the dilator rhv cap resulting in the detachment of the teflon o-ring were considered, including manufacturing and user technique. Detachment of the dilator rhv cap leading to the detachment of the o-ring can be influenced by manufacturing anomalies, such as issues with the molded components, damage to the threads, etc. Dilator cap detachment can be influenced by user technique, such as inadvertent user handling during device preparation, force applied by the user when opening and closing the rhv and not following the procedural steps outlined in the instructions for use (IFU). All available information was investigated, and the reported o-ring detachment was attributed to procedural conditions when the rhv cap became detached; however, a definitive cause for the reported detachment of the dilator cap in this incident could not be determined. In this case, it is possible that the user technique of tightening the rhv cap contributed to the reported cap detachment and subsequent o-ring detachment; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hemostasis valve break and detached o-ring during device preparation, which has the potential of air leak if this were to occur in the anatomy. It was reported that during preparation of the dilator, prior to de-airing the device, the cap on the dilator rotating hemostasis valve broke off when tightened. Additionally, the o-ring fell onto the table. There was no patient involvement and no clinically significant delay in the procedure. A new dilator was used successfully in the case. No additional information was provided.